Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited noise oversensing and low out-of-range pace impedance measurements. Boston scientific technical services (ts) reviewed remote monitoring data and discussed that this may be indicative of an insulation breach. The device was programmed to vvir. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the clinic plans to continue to monitor this patient and there were no adverse patient effects. This product remains in service.

Manufacturer narrative:
A revision procedure was subsequently performed and the system was removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.